Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Concomitant products: 693565 lead, implanted: (B)(6) 2012.

Event description:
It was reported an infection occurred. It was further reported the patient was admitted with (B)(6) bacteremia, a pocket infection and lead endocarditis. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.